Manufacturer narrative:
Title: long-term results of progrip mesh for retromuscular repair of ventral hernia source: international journal of abdominal wall and hernia surgery 2021 - volume 4, issue 1, january-march 2021. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the patients underwent laparoscopic ventral hernia repair with the reported mesh between 2016 and 2020. The mesh was used, and if the area was too large, the meshes were combined. There were 68 patients in the study, and 12 patients required two meshes to be connected. Post-operatively the patients had a recurrence, ongoing abdominal pain, wound dehiscence, and debridement that requires re-operation and seroma (which was treated conservatively).